Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The sensor was returned for a sensor replacement alert and after being tested, it revealed a loss of chemical performance. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to oxidation of the chemical component of the sensor. As part of resolution, an RMA was issued for sensor replacement. B4. Date of this report updated to 18 december 2023. D9. Device available for evaluation? Yes, device received on 25 september 2023. H3. Device evaulated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.